Event description:
The manufacturer received information alleging a ventilator's internal battery was depleted. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's power management board was replaced to address the issue.